Manufacturer narrative:
The tech found the side rail has a broken weld. The tech replaced the side rail side guard frame assembly to resolve the issue.

Event description:
The account alleged the side rail is false latching. No pt impact.